Event description:
Outpatient surgery scheduled for left cataract phacoemulsification and posterior chamber intraocular lens (iol) insertion. It was a hard case due to floppy iris syndrome and iris retractors being used. The sharp lower segment of the injector caught the iris. A new keratome pass was made more anteriorly to clear the poorly dilated floppy iris. During injection, the upper segment of the injector caught the anterior entrance and placed the leading haptic into the anterior entrance. The lower segment of the injector caught the more posterior opening and placed the iol and trailing haptic into the more posterior anterior chamber entrance. Thus the iol tried to flip, rubbing against corneal endothelium as it dragged the leading haptic behind it into the lower entrance. This process resulted in damage to corneal endothelium. It also resulted in a tear of the posterior capsule which required an anterior vitrectomy after repositioning the iol haptics in ciliary sulcus with the iol fixed behind the anterior capsule.I feel complications of this sort could be avoided if bausch &lomb made their injector without the sharp, two level portion of the port which fits in the patient's anterior chamber. Until this issue is resolved, I feel it's best for surgeons to avoid the li61ao injector on all floppy iris cases or whenever a second keratome pass is required for proper injector positioning. Patient was seen postoperative day one. Vision accuity 20/50 with no swelling in any of the visual accesses.